Manufacturer narrative:
The insulin pump was unable to prime during prime test, motor error alarmed during basic occlusion test due to faulty force sensor. Unable to performed occlusion and no delivery tests due to prime/fill anomaly.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 469 mg/dl. Customer stated that she had nausea and frequent urination prior to hospitalization. Nothing further was reported.